Event description:
As reported, during withdrawal at approximately a 45° angle, pulsatile blood flow in the blood return indicator stopped, and the device was further withdrawn by approximately 1 cm; the indicator window of a 6f exoseal vascular closure device (vcd) did not change color during withdrawal. The device was removed. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use and no visible damage to the indicator wire prior to use. The indicator window was facing up during retraction. The indicator wire loop was not activated upon device removal. Angiography confirmed femoral artery suitability including appropriate insertion angle. A 6f non-cordis short sheath was used. The vessel diameter was greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site and no vessel tortuosity. There was no stent near the puncture site and no stenosis greater than 50 percent. The target femoral site had not been closed within 30 days prior to the procedure and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The operator had many years of experience with the device. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.